Manufacturer narrative:
The device has not been returned for evaluation and no images or videos have been provided of the filter in-vivo, so the complaint cannot be confirmed. If additional information is provided in the future, this issue will be reevaluated as needed.

Event description:
According to the notice received by way of a civil action complaint filed on september 9, 2016, the patient was prescribed and implanted with an option retrievable ivc filter on or about (B)(6) 2013. The complaint alleges that post implant of the filter; the patient ¿suffered two concurrent pulmonary embolisms.¿ the filter remains implanted in patient and it is not known if an attempt to retrieve the filter has been made or scheduled. The patient alleges ¿significant injuries¿ but no details are provided in the complaint. Argon¿s attorneys are attempting to gather information.